Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. All the electrical measurements were good and stable. The physician elected to monitor the patient. The patient's conditions was good.